Manufacturer narrative:
A medtronic field service engineer (fse) went to site to troubleshoot issue and found the umbilical cable not functioning properly. The imaging system was stuck in booting please wait with green checks for motion, and xray. Mobile view station (mvs) was stuck in connected, not ready. A replacement mvs umbilical cable was sent to site and replaced by the fse. It was shipped back to manufacturer for evaluation. Finding and conclusions confirm reported failure "not ready on pendant" results of continuity testing and validator test on bench: continuity test passed, g-bit test passed. 100t test failed conductors 3 and 6 not connected. Both g-bit an 100t testing were performed using a cable validator-nt900 . The fse tested the system, it passed and functioned as intended and was put back into use. No further issues reported. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
The site informed the field service engineer (fse) that the mobile view station (mvs) was not communicating with the imaging system and was unresponsive in system booting please wait. There was no patient present when this issue was identified.